Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2812 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during ward rounds on (B)(6), a nurse found that the extension tubing was separated from the catheter affected. A head nurse replaced the extension tubing for the patient immediately and the use of the catheter continued. Now, the patient's family and the head nurse suspected that the catheter had a quality issue.

Event description:
It was reported that during ward rounds on september 10, a nurse found that the extension tubing was separated from the catheter affected. A head nurse replaced the extension tubing for the patient immediately and the use of the catheter continued. Now, the patient's family and the head nurse suspected that the catheter had a quality issue.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The complaint sample terminated just distal of the assembled connector. The connector shared a complete break at the distal end of the extension tubing. Tactile inspection of the sample revealed severe tensile weakness throughout the extension tubing. Material necking and discoloration were observed in the vicinity of the break. Microscopic inspection of the break site revealed a dully granular fracture surface. The break features and tensile weakness were consistent with damage caused by tensile (pulling) stress. The location of the damage suggested that catheter access and maintenance technique may have contributed.